Event description:
It was reported that a malfunction alarm occurred. The customer suspected blood glucose (bg) level was above 500 mg/dl, but was unable to confirm or provide a specific bg value. Bg was addressed via an alternate pump for insulin therapy, which customer continued to use until a replacement pump arrived.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.